Event description:
This record is a consolidation of records summarized as a part of the FDA Voluntary Malfunction Summary Reporting program. Events occurred between (b)(6)- (b)(6), 2026.This report summarizes 1 malfunction events(s), where it was reported the cot could not be removed from the cot fastener. No serious adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA Voluntary Malfunction Summary Reporting program. 1 device is pending evaluation.EVALUATION RESULTS FINDINGS:1 device: Insufficient information / Results Pending Completion of Investigation There was no remedial action taken. This device is not labeled for single use.